Event description:
It was reported that a user experienced recurrent post-dinner hypoglycemia while using the ilet bionic pancreas, stating they felt the dinner bolus was too high, with a documented blood glucose nadir of 62 mg/dl and no associated alerts or alarms. Customer care provided troubleshooting through a call transfer to a clinician. Investigation of this case revealed the cause of hypoglycemia was unclear. Symptoms included sleepiness, headache, lethargy and fatigue associated with hypoglycemia. Outcomes included self-treatment with oral glucose. It was concluded that the event was user-reported hypoglycemia with unclear etiology and that additional training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.